Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 02-oct2019 stating pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 identified colony forming units(cfu) designated as "tntc" (too numerous to count) comprising the following 1 isolate: 1 - positive rods - bacillus circulans. Study number: (B)(6). The duodenoscope was received by pentax medical for evaluation on (B)(6) 2019. The long term loaner duodenoscope was inspected by pentax medical service on (B)(6)2019 and the following inspection findings were documented: primary operation channel resistance, distal cap - fixed type passed epoxy seal integrity inspection, passed dry leak test, distal cap/ case cracked, passed wet leak test, umbilical cable bump at control body side. Repairs were performed on the duodenoscope which included replacement of the following components: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, o-rings and seals. Pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), has been routinely serviced at pentax facility since the device was put into service on 28-apr-2014. On 29-jul-2019 it was determined that a device history review was previously performed on 18-jun-2019 under form number ivai-19-060051. The DHR review confirmed the endoscope was manufactured on 20-mar-2014 under normal conditions, however it failed during final inspection due to defection of observation direction. The device was reworked with completion of refocus adjustment, after which, it passed all required inspections and was released accordingly. There were no concessions and the dates of approval for shipment and actual date shipped were confirmed for 24-mar-2014. The video duodenoscope is currently awaiting qc final approval and organic resampling as of (B)(6) 2019.